Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation therapy. It was reported that the patient needs a MRI but stated the patient said the stimulator is no longer functioning. The caller stated the patient is unsure why the stimulator no longer works and noted that the patient said they threw away the programmer. Technical services asked the caller when the patient first noticed that the ins was no longer functioning, the caller asked the patient who stated that they never really understood how to use the programmer and the stimulator never really did anything for them since they had it implanted. The caller noted that the patient was not clear in terms of if the device was not functioning properly or if they just found that the therapy did not help.